Manufacturer narrative:
The lot was manufactured between (B)(4) 2017 ¿ (B)(4) 2017. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder was ruptured. The ruptured bladder was microscopically examined for the signs of abnormality that may have caused the rupture problem; however, no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with 5fu. It was further specified that liquid came into the housing and a leak occurred. There was no patient involvement. No additional information is available.